Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and the key failure is the valve is leaking. Associated malfunction for this device: on/off switch has a blown circuit, o ring and ty wraps are defective and the hose clamp leaking.